Manufacturer narrative:
The reported event could not be confirmed. As the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during the surgery, two of the anchors won't deploy into the drilled holes, after the curved drill guide was utilized. Delay of 15 mins was noted. No patient consequences were reported as a result of the malfunction. Attempts have been made and additional information is not available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned as it is discarded to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during the surgery, two of the anchors won't deploy into the drilled holes. Delay of 15 mins was noted. Attempts have been made and additional information is not available at this time.